Manufacturer narrative:
The pump had intermittent button response due to a flattened up button dome switch. No unlocked lcd keypad connector noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their keypad. It was reported that the customer's up arrow was not working. It was reported that the customer replaced the battery, but the device was still unresponsive. It was reported that the customer was using manual injections until replacement arrived. No further information provided.